Manufacturer narrative:
Pump not received in stuck manufacturing mode. Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. Unit received with cracked retainer, minor scratched display window, pillowing keypad overlay and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer had symptoms such as extreme thirst, nausea and tiredness and treated with pump. Customer's blood glucose value was 325 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017 and did contact their healthcare professional. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. The device settings were correct. Pump alerted insulin flow blocked. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The customer mentioned that the insulin pump alarmed replace battery now after a low battery alert. The product will be returned for analysis.